Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in bradycardia, during implant the stylet could not be inserted in to the lead. The lead was not used and a new lead was placed. The patient's condtion was good during and after the procedure.